Event description:
(B)(4). Severe pain. Started when the essure was placed in the left fallopian tube. It felt as if I was constantly being stabbed on the left side of my body. I was told by the doctor that the lining of my fallopian tube is thin and the device was essentially stabbing the lining, but that it should get better with time. I also experience the extreme bloating.